Event description:
Subject has had aneurx endograft repair of an abdominal aortic aneurysm in 1997. Noted at discharge 2 days later, CT scan showed endoleak - extravasation of contrast through graft. Subject was followed for endoleak. 8/99 subject had an aortogram and coil embolization of internal mammary artery. Endoleak continued. In 1/2001 a proximal aneurx cuff and left renal artery stent placed in an attempt to manage the endoleak and migration of device. Re-evaluated subject, endoleak continued. Stentgraft was explanted for endoleak and enlargement of aneurysm. At time of explant it was noted that there was a possible lost integrity of the graft material.